Event description:
Reportable based upon the analysis completed 29 april 2009. It was reported that during a rotational atherectomy procedure, the burr did not rotate during ablation. The 90% stenotic lesion was located in a calcified and severely tortuous left circumflex. The physician was able to successfully platform the burr outside of the pt; however, during the first ablation, the burr would not rotate. The burr and the floppy rtw guide wire were removed together as a unit. Returned product analysis revealed a fractured guide wire.

Manufacturer narrative:
The rotawire guide wire was received cut in three sections of 140, 132, and 57.5 cm. The spring tip is elongated and wavy, the core wire was found fractured inside the coils at 1 cm from solder, the coils were stretched to get the distal fractured section. Both sections were sent to analytical lab for sem (scanning electron microscopy) analysis. In addition, the 3 cut sections were sent for verification. Results indicated: the fractured surface exhibited fatigue striations, microcracks, and elongated dimple ruptures. No material anomalies were noted. The fracture propagated along longitudinal grain boundaries that appear as fibrous material. The distal and proximal fracture sites do not match. The distal sample fractured as a result of fatigue in a cyclic bending overload moment. The proximal sample fractured as a result of bending overload. The additional wires submitted were cut. The rotawire was probably cut during removal from a rotalink burr. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause can not be determined. (B)(4).